Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Pain - throat [oropharyngeal pain], brushhead falls off, had pain in throat [injury associated with device], brushhead falls off handset [device breakage]. Case description: (B)(4). An adult female consumer reported that while using an oral-b rechargeable toothbrush, version unknown on an unspecified date, the oral-b trizone brushhead fell off the handle, and she almost swallowed it. She experienced throat pain which had recovered. The consumer reported she had thrown away the brush head she used, but she still had another brush head.